Event description:
The consumer reported a representative met them six weeks ago and helped her change the program. It helped but the patient was going to the bathroom every 30 minutes again since (B)(6) 2015 (about 2 weeks ago). The patient was not able to feel stimulation while therapy was confirmed to be on. The patient was on program 2 at 2.2 volts. It was noted the physician allowed the patient to increase stimulation. The patient then increased amplitude to 2.6 volts. The situation was not resolved. The consumer further reported that they had not notified their managing health care provider (hcp) about their loss of therapy and loss of stimulation. The patient called the manufacturer directly. The circumstance that led to the loss of therapy and loss of stimulation was that the patient had a urine/bladder infection. The step taken to resolve the loss of therapy and loss of stimulation was that the patient called the manufacturer. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.